Manufacturer narrative:
The pump alarmed for compromised force sensor system alarm during prime test and motor error alarmed during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The pump was received with minor scratched display window. The pump was received cracked case at display window corner. The pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 262mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.